Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06660. It was reported that the burr became detached and remained inside patient's body resulting in complications ultimately leading to patient death. The patient presented with heart failure, severe tritrunkular coronary artery disease and stenosis of supra-aortic trunks. The target lesion was located in the calcified and sub-occlusive stenosis of the circumflex artery. A 1.25mm rotalink¿ burr and a 330cm rotawire were selected for use. During preparation outside the patient's body during the speed test there was a failure of system to reach optimum speed despite a continuous flush. The rotalink advancer was changed to a new one and the same 1.25mm rotalink¿ burr was connected and tested over the same 330cm rotawire. The test passed therefore the burr was advanced into the patient for use. The burr advanced over the wire to the lesion without difficulties and treatment was initiated. On the sixth run (15 seconds at 150,000 revolutions/second), the burr including sheath broke (approximately 3cm). The burr catheter and wire were removed from the patient, however the broken fragment remained in the circumflex artery causing an occlusion. Various attempts were made to remove the fragment but these proved to be unsuccessful. The patient went into cardiogenic shock, resulting in occlusion of the iva which was revascularized using angioplasty. Respiratory assistance was set up, as well as intra-aortic counterpulsation and catecholamine support. The patient eventually died during the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis, however media was received and reviewed by a member of bsc medical safety team. The results of the review are as follows: this media review demonstrated rotablator wire and burr shaft separation during a lcx-pci. Loss of flow in the lcx target vessel and severely diminished flow in the diseased lad followed the separation. The rotablator fragments were not retrieved as the burr appeared to be stuck in the lesion and the proximal fragment resting on the vessel wall. The patient experienced fatal circulatory collapse. Non-coaxial alignment of the guiding catheter with the lmt may have exacerbated angulation between the rotablator system and the target vessel. The additional angulation may have contributed to the rotalink shaft fracture which in turn severed the rotawire. Constraint of the burr by dense calcification may have contributed to the separation as well. Retrieval attempts were hindered by the fragment abutting the vessel wall thus not allowing the snare to capture the fragment. Slow flow in the entire lca distribution was associated with cardiogenic shock requiring mechanical hemodynamic, ventilatory and circulatory support. A DHR (device history record) review was performed and no deviation was found. Bsc ID: (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06660. It was reported that the burr became detached and remained inside patient's body resulting in complications ultimately leading to patient death. The patient presented with heart failure, severe tritrunkular coronary artery disease and stenosis of supra-aortic trunks. The target lesion was located in the calcified and sub-occlusive stenosis of the circumflex artery. A 1.25mm rotalink¿ burr and a 330cm rotawire were selected for use. During preparation outside the patient's body during the speed test there was a failure of system to reach optimum speed despite a continuous flush. The rotalink advancer was changed to a new one and the same 1.25mm rotalink¿ burr was connected and tested over the same 330cm rotawire. The test passed therefore the burr was advanced into the patient for use. The burr advanced over the wire to the lesion without difficulties and treatment was initiated. On the sixth run (15 seconds at 150,000 revolutions/second), the burr including sheath broke (approximately 3cm). The burr catheter and wire were removed from the patient, however the broken fragment remained in the circumflex artery causing an occlusion. Various attempts were made to remove the fragment but these proved to be unsuccessful. The patient went into cardiogenic shock, resulting in occlusion of the iva which was revascularized using angioplasty. Respiratory assistance was set up, as well as intra-aortic counterpulsation and catecholamine support. The patient eventually died during the procedure.

Event description:
It was reported that the burr became detached and remained inside patient's body resulting in complications ultimately leading to patient death. The patient presented with heart failure, severe tritrunkular coronary artery disease and stenosis of supra-aortic trunks. The target lesion was located in the calcified and sub-occlusive stenosis of the circumflex artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During preparation outside the patient's body during the speed test there was a failure of system to reach optimum speed despite a continuous flush. The rotalink advancer was changed to a new one and the same 1.25mm rotalink burr was connected and tested over the same 330cm rotawire. The test passed therefore the burr was advanced into the patient for use. The burr advanced over the wire to the lesion without difficulties and treatment was initiated. On the sixth run (15 seconds at 150,000 revolutions/second), the burr including sheath broke (approximately 3cm). The burr catheter and wire were removed from the patient, however the broken fragment remained in the circumflex artery causing an occlusion. Various attempts were made to remove the fragment but these proved to be unsuccessful. The patient went into cardiogenic shock, resulting in occlusion of the iva which was revascularized using angioplasty. Respiratory assistance was set up, as well as intra-aortic counterpulsation and catecholamine support. The patient eventually died during the procedure. It was further reported that the patient presented with alveolo-interstitial syndrome associated with right pleural effusion, elevation of nt-pro bnp and signs of left heart failure. Vascular access was obtained via radial approach. Bad hemodynamic tolerance with weak cardiac and cerebral flow was noted following the use of the burr catheter. The occlusion of the circumflex was thrombosis. An intra-aortic balloon pump and a central venous catheter were implanted.